Event description:
It was reported that when using the catheter, neither aspiration nor infusion could be performed after use to the patient. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to flush and aspirate the sample was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed within the sample and a needleless injection cap was attached to the luer. Microscopic inspection of the valve was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush and aspirate the sample was comparable to that required for a similar non-complainant device. No defects were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz2772 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when using the catheter, neither aspiration nor infusion could be performed after use to the patient. There was no reported patient injury.